Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with worsening heart failure. A chest x-ray revealed a loop of the ventricular lead which the physician attempted to fix by pulling the lead. During the revision procedure, the physician noted body fluids inside the lead and an insulation anomaly was suspected. The lead was explanted and replaced.